Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized due to dyspnea attributed to pd not removing enough fluid which collected in the lungs. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s hospitalization; however, no additional information was obtained. As a result, the cause of this adverse event, diagnoses and required medical intervention during admission and the patient¿s current disposition remains unknown. In the intake, it was stated that pd therapy could not pull enough fluid from the patient resulting in pulmonary edema and accompanying dyspnea. The patient¿s pd therapy was placed on hold as a result.

Manufacturer narrative:
Clinical review: the potential causes for the inability to drain and/or fluid retention during pd therapy range from (but not all inclusive) pd catheter (not a fresenius product) complications to cardiac comorbidities to peritoneal membrane failure. There was no indication this event was related to the performance of any fresenius product(s) or device(s) by the reporter. Since there was no initial allegation against the patient¿s liberty select cycler or any other fresenius product(s), it can be believed this event was more than likely caused by other factors. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s fluid retention, pulmonary edema and associated hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized due to dyspnea attributed to pd not removing enough fluid which collected in the lungs. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s hospitalization; however, no additional information was obtained. As a result, the cause of this adverse event, diagnoses and required medical intervention during admission and the patient¿s current disposition remains unknown. In the intake, it was stated that pd therapy could not pull enough fluid from the patient resulting in pulmonary edema and accompanying dyspnea. The patient¿s pd therapy was placed on hold as a result.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed signs of physical damage due damaged heater tray button, faded top cover label and missing door logo. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Teach pump test passed. Valve actuation test passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.